Event description:
It was reported that there was a cangrelor infusion on a large volume pump module that ran dry hours before it should have. There was patient involvement but no harm. The customer provided the following additional information on 5 february 2026. The event occurred on (B)(6) 2026 around 1900. The routine cangrelor infusion was ordered for 4.2ml/hr with a volume to be infused (vtbi) of 100ml and a concentration of 200mcg/ml sodium chloride 0.9%. The infusion was programmed using interoperability and it was noted that about 100ml had infused in 9 hours. Additional information was provided after an onsite visit by bd: on 4 january 2026, cangrelor was infusing at 4.2ml/hour with a vtbi of 100ml and it was found that about 100 ml infused in 9 hours instead of 23.8 hours. The bag was hung on (B)(6) at 10:05am and had a concentration of 20000mcg/100ml or 200mcg/ml. There was a bolus air in line alarm at 10:06 am the door was opened and closed and infusion restarted. At 7:03pm, the bag was found empty. The infusion was delayed then restarted, and had an occlusion alarm, and then restarted at 7:29pm. At 7:37pm there was a channel error.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: imdrf annex b, c, d codes and manufacturer narrative. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a cangrelor infusion on a large volume pump module that ran dry hours before it should have. There was patient involvement but no harm. The customer provided the following additional information on 5 february 2026. The event occurred on 4 january 2026 around 1900. The routine cangrelor infusion was ordered for 4.2ml/hr with a volume to be infused of 100ml and a concentration of 200mcg/ml sodium chloride 0.9%. The infusion was programmed using interoperability and it was noted that about 100ml had infused in 9 hours.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, g ,b ,c ,d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an over infusion of cangrelor could not be confirmed. Testing could not identify or replicate the reported issue. Laboratory test results performed on the reported suspect device confirmed the pump module to be operating within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. Rate accuracy testing was performed using guidance from aami tir101:2011 fluid delivery performance testing for infusion pumps. Spring functional tests observed no issues and all tests passed, indicating the occluders and springs were functioning as intended. Review of the suspect pump module and concomitant pcu error logs showed no records associated with the reported incident. Due to an unknown reason, the concomitant pcu event log was found with only 157 entries, dating back to (B)(6) 2026, with no infusions registered from that date forward. The suspect pump module event log was found with only 29 entries, dating back to (B)(6) 2026. It is not possible to determine what the actual volume is within an intravenous (IV) container at the start and ending of an infusion from a review of the pcu or pump module event log. This is not a function of a pcu event log, it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v9.33), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. Root cause: the root cause of the report of an over infusion of cangrelor could not be determined. The returned device was fully evaluated, and no issues or anomalies were observed during laboratory testing. A user programming error could not be ruled out as a possible root cause due to the logs not containing information on the day of the event. Note that this report lists imdrf annex a040502, g02017, c0601, d0302 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a cangrelor infusion on a large volume pump module that ran dry hours before it should have. There was patient involvement but no harm. The customer provided the following additional information on 5 february 2026. The event occurred on (B)(6) 2026 around 1900. The routine cangrelor infusion was ordered for 4.2ml/hr with a volume to be infused (vtbi) of 100ml and a concentration of 200mcg/ml sodium chloride 0.9%. The infusion was programmed using interoperability and it was noted that about 100ml had infused in 9 hours. Additional information was provided after an onsite visit by bd: on (B)(6) 2026, cangrelor was infusing at 4.2ml/hour with a vtbi of 100ml and it was found that about 100 ml infused in 9 hours instead of 23.8 hours. The bag was hung on 4 january at 10:05am and had a concentration of 20000mcg/100ml or 200mcg/ml. There was a bolus air in line alarm at 10:06 am the door was opened and closed and infusion restarted. At 7:03pm, the bag was found empty. The infusion was delayed then restarted, and had an occlusion alarm, and then restarted at 7:29pm. At 7:37pm there was a channel error.